Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex inside its original jar filled with clear unknown solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact; moderate creases were found on all leaflets. As received, leaflets 1 and 3 were in a closed position while leaflet 2 appeared partially open. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve to complete loading simulation; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath to perform deployment simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no anomalies were noted during the complete deployment of the valve. Image review: intra procedural images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was provided and confirmed a good load. The first deployment appeared to be very shallow, depth <(> <<)>1mm. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. There is evidence of at least one recapture resulting in an under expanded valve. To ensure patient safety, the implanting team decided to remove and discard the under expanded valve and proceeded to implant a new valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, on the first deployment attempt, the valve was positioned too high at a depth of 0-1 millimeter (mm). The valve was recaptured. On the second and third deployment attempts, under-expansion of the valve frame occurred. The valve was recaptured and withdrawn from the patient and a new valve and delivery catheter system were used to complete the implant procedure. It was noted that the patient had a functional bicuspid valve which may have contributed to the under-expansion. No adverse patient effects were reported.